Event description:
It was reported that during a pta treatment procedure involving the portal vein, balloon removal difficulties were encountered. The physician used a 6f introducer sheath for vascular access and an unspecified type of guidewire to cross the lesion. Initially, an ultra thin diamond balloon 7x20 mm was inserted along the guidewire and dilatated the non-calcified lesion in the portal vein. After exchanging the balloon to this ultra thin diamond balloon 8-4/5.8t/75 the physician felt strong resistance while inserting it into the sheath. The lesion was then dilated with this device. Following intervention, the physician was unable to withdraw the balloon through the sheath, therefore, the physician withdrew the balloon and the sheath together as a unit. The procedure was successfully completed with this device with no pt complications.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.